Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to unknown reasons after 4 months of being implanted. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found no anomalies, the device was interrogated on the bench and is sensing and pacing as programmed. The device was put through and passed a series of automated tests which verified functionality, sensing and critical therapy availability. The device passed automated testing and is functioning normally.

Event description:
It was reported that this device was explanted due to unknown reasons after 4 months of being implanted. No additional adverse patient effects.